Manufacturer narrative:
The customer returned their glidescope avl video monitor and glidescope avl video baton 3-4 for evaluation. The technical service representative was able to isolate the reported image issue to the returned baton. When the baton was connected to the monitor, and the flexible camera tube was manipulated, the image would disappear intermittently. It was noted that there was some cosmetic damage to the video monitor when returned. However, the image produced was stable and clear with good color rendition. The customer was advised that their baton was no longer under warranty and needed to be replaced. Corrective action is not required. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4 and glidescope avl video monitor, the image would disappear when the cable was moved. The end user was able to complete the procedure with the system. No harm to patient or user was reported.